Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported allegations of mechanical issue and the collapsed/dimpled/flat pump could not be substantiated during functional testing and no other fault conditions were identified. Therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later as a result of the inspection, when the pump was pressed it was dimpled, so the pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for cylinder is (B)(4) and reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later as a result of the inspection, when the pump was pressed it was dimpled, so the pump was explanted and replaced. No patient complications reported.